Event description:
It was reported that the patient presented for follow-up. High capture threshold was observed. Lead was found not in stable position via fluoroscopy. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.